Event description:
Customer reported a malfunction of the insulin pump with a specific malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to the customer on how to put the pump into storage mode and arranged for a replacement pump. The customer acknowledged understanding of the return process and planned to use multiple daily injections as a backup therapy to ensure continuous insulin delivery.